Manufacturer narrative:
During investigation on-site performed by our field service engineer, moisture/liquid traces on the expiratory channel pcb and expiratory channel connector pcb was found. The parts were replaced which solved the reported failure. The damaged parts were not further investigated. Moisture/liquid on the pc boards can cause failure/short circuit, which may lead to stop of ventilation. Alarms will be generated. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. It was observed during an external audit at getinge (B)(6), that servicing practices at getinge (B)(6) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(6) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that the ventilator did not pass the pre-use-check due to multiple fails. There was no patient involvement. Manufacturer's ref #: (B)(4).